Event description:
It was reported that a pioneer plus catheter was used in a peripheral procedure, in a slightly calcified and fibrous lesion. During re-entry, the needle was unable to be deployed. Therefore, the catheter was removed but got stuck on the non-philips guidewire, and removed as a system. Upon removal, the rapid exchange port was damaged. Another pioneer catheter was used to complete the procedure with no patient injury reported. During the product return evaluation, it was found that the polyamide material was separated from the catheter, but remained intact to the non-philips guidewire. This product problem is being submitted due to material separation. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. A2-a5: no information available. B6 & b7: no information available. C: not applicable for this device. D6 & d7: not applicable for this device. H3: the pioneer plus catheter was returned stuck onto a non-philips guidewire at the rx port. Visual inspection found a zipper tear from the rx exit port to the distal sleeve, and measured approximately 6 cm in length. In this area, the microcables were exposed and broken with sharp edges observed, but were contained within the shaft material. A portion of the polyamide material was bunched up and separated from the catheter, but was intact to the guidewire. No missing material was detected within the catheter working length. H6: the probable cause of the material separation likely occurred during use/handling. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device. H7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.